Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that occlusion alarms occurred. There was no reported adverse impact. Reportedly, customer continued using pump for insulin therapy.